Event description:
It was reported that the drive support cap is protruded. Insulin squirts out of the insulin pump. The blood glucose reading is 420 mg/dl. Customer treated high blood glucose with manual injection. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with a protruded/loose drive support disk. A cracked display window, cracked reservoir tube lip, scratched lcd window, missing end cap sticker and corroded battery tube.